Manufacturer narrative:
(B)(4). There was no alleged device malfunction. Additionally, the dexcom g4® platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom technical support on 07/18/2015 to report scar tissue due to sensor insertion. Patient stated that it has become difficult to find spots on their body to insert the sensor that may not have some scar tissue present or cause discomfort. Patient was advised to consult their physician. There was no alleged device malfunction. No additional event information was provided.